Event description:
Early 30¿s female with history of chronic pelvic pain and pelvic varices. Procedure: left renal and ovarian venogram, embolism of left-ovarian vein and para-uterine veins, pelvic venogram superior hypogastric nerve block. During the procedure, the yellow end of the catheter malfunctioned and broke. Broken piece was outside of the body- catheter removed without known harm to patient. A new catheter used without incident. Manufacturer response for catheter, continuous flush, direxion¿ hi-flo¿ (per site reporter) will obtain.